Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, local reaction. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 275cc and experienced bilateral capsular contracture, baker grade 3 (left), unk (right) post-operatively, which required surgical intervention. The patient also experienced as a wound infection on the right side and a local reaction on the right side. As a result, the patient underwent explantation of the right side on (B)(6) 2020, and the left side on (B)(6) 2020. Upon explantation, the right side was found to be discolored. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the left side device previously reported as received for analysis was an unreported device. This device was in fact explanted in 2013 according to device tracking, and will be reported on manufacturer report number 1645337-2020-13501 the correct left side device for this report is confirmed to be a a mentor memorygel breast 275cc breast implant, catalog# 3507275mc, serial# (B)(6) . This device was implanted on (B)(6) 2013. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor updated the results of the device evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 275cc breast implant had a crease/fold on the anterior view, and wrinkles were also observed. No gel bleed was noted. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 12, 2021, mentor became aware of the following erroneously omitted information in the initially submitted report: the patient underwent explantation of both devices on (B)(6) 2020, not on separate days as previously reported. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4) section d6b: date of explant updated.

Manufacturer narrative:
On december 11, 2020, mentor received additional information indicating the patient experienced a gel leak and wrinkling on the left side post-operatively. Coding has been updated. Manufacturer¿s reference number: (B)(4).